Event description:
Safety thoracentesis device failed to work according to design. Physician prepped the patient and punctured the patient with the safety thoracentesis device. Physician was unable to remove the safety introducer from the catheter. Physician removed the device from the patient, obtained a new catheter and performed the procedure.